Event description:
It was reported that the external pulse generator (epg) was returned for repair due to it not pacing. It was also reported the device was defective. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Side bail covers are broken.